Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to an unspecified issue liberty select cycler malfunction. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient was previously hospitalized on (B)(6) 2025 for a hemodialysis (hd) catheter (not a fresenius product) after encountering difficulty with the liberty select cycler at home. It appears the patient underwent two hd treatments and was discharged home on (B)(6) 2025. The patient received her replacement liberty select cycler on (B)(6) 2024, however somewhere in the process the patient was told the liberty select cycler was refurbished and the patient refused to use it. Although the timeline is somewhat fragmented, the pdrn reported the patient spent approximately the next 10 days only partially utilizing the liberty select cycler and partially performing manual therapy until (B)(6) 2025, when she was hospitalized for dyspnea and was diagnosed with fluid overload. The pdrn attributed causality to the patient¿s reluctance to communicate with her care team. The pdrn was unaware that the patient was having difficulty and going without any rrt for days. The patient remains hospitalized and continues to undergo hd therapy until her fluid status improves. The pdrn stated the replacement liberty select cycler was functioning appropriately, and the issue was the patient¿s refusal to use the machine. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, characterized by dyspnea, which warranted hospitalization and multiple hd treatments for rapid ultrafiltration. The pdrn attributed causality to the patient¿s reluctance to communicate with her care team. The pdrn reported she was unaware the patient refused to utilize the replacement liberty select cycler. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to an unspecified issue liberty select cycler malfunction. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient was previously hospitalized on (B)(6) 2025 for a hemodialysis (hd) catheter (not a fresenius product) after encountering difficulty with the liberty select cycler at home. It appears the patient underwent two hd treatments and was discharged home on (B)(6) 2025. The patient received her replacement liberty select cycler on (B)(6) 2024, however somewhere in the process the patient was told the liberty select cycler was refurbished and the patient refused to use it. Although the timeline is somewhat fragmented, the pdrn reported the patient spent approximately the next 10 days only partially utilizing the liberty select cycler and partially performing manual therapy until 31/mar/2025, when she was hospitalized for dyspnea and was diagnosed with fluid overload. The pdrn attributed causality to the patient¿s reluctance to communicate with her care team. The pdrn was unaware that the patient was having difficulty and going without any rrt for days. The patient remains hospitalized and continues to undergo hd therapy until her fluid status improves. The pdrn stated the replacement liberty select cycler was functioning appropriately, and the issue was the patient¿s refusal to use the machine. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.